Event description:
It was reported that stent dislodgement occurred. The patient underwent percutaneous coronary intervention (pci). A 2.50 x 12mm synergy xd drug eluting stent was selected for treatment. However, during preparation, the stent fell off the balloon. The procedure was completed successfully with no patient complications.